Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Baxter's initial evaluation found the pump to alarm falsely for upstream occlusion. Further inspection found the fluid number readings from the upstream sensor to be out of specification. This false alarm was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it was found to falsely alarm for upstream occlusion.